Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer failed due to component issue. Field service engineer replaced controller boards and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed. The customer reported that users were able to remove medications to patient using other station, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.